Event description:
There was an allegation of a questionable ise indirect gen 2 sodium result from the cobas 6000 c 501 module. The initial result was 240 mmol/l and the repeat result was within the normal range of 135-145 mmol/l. The specific result was not provided. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer found the tube ruptured out of the rinsing station and he replaced the tube. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.